Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 560 mg/dl. The customer stated she has been without insulin for 3 days due to staying off her old pump until her new insulin pump when she received the new one. And as a result her blood glucose level is at 560 because she had no backup plan. The customer was advised to stay on her old insulin pump until the new insulin pump arrives. The customer bloused with her old pump to treat her high blood glucose reading. Nothing was returned for analysis.